Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient did not notice anything unusual about the supplies. The patient ended therapy and will use manual supplies. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. The sample was run through a simulation therapy with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is obtained, a supplemental report will be submitted.